Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when a registered nurse (rn) went to connect the patient to their power module in clinic, it was noted that the patient had a bent pin and that they were unable to connect to interrogate. The patient was given a loaner mobile power unit. It was later notified that a broken pin from the patient's system controller was found in their mobile power unit cable. It was later noted that a broken pin from the patient's system controller was found in their mobile power unit cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Beginning at 9:28:33 on (B)(6) 2023, the relative state of charge (rsoc) and voltage of both power cables began to simultaneously decrease while the system controller was connected to the mpu. This resulted in the activation of atypical power cable disconnect and low power hazard alarms. The backup battery briefly activated and supported the system without issue during the event. These abnormal alarms resolved a few seconds later at 9:28:36, when the rsoc and voltage returned to typical values for the mpu. The observed events are consistent with a loss of ac power to the mpu.

Manufacturer narrative:
Section d1, brand name: corrected section d4, catalog number: corrected section d4, primary UDI number: corrected section d9: device returned g3 PMA/510(k) # - corrected h4 - device manufacture date - corrected manufacturer's investigation conclusion: incidental findings: atypical power cable disconnect and low power hazard alarms from 9:28:33 to 9:28:36 on (B)(6) 2023, which appear to be consistent with a brief loss of ac power to the mpu. The reported event of a broken pin in the patient cable of the mobile power unit (serial number: (B)(6)) was confirmed upon arrival of the returned product. It was found that one of the pins in the white lemo connector of the patient cable was missing. The location of the pin corresponded to the location of the pin found within the white power cable of the returned system controller. This specific pin pertains to the transmission communication signal of the controller. The absence of this signal did not impact the mobile power unit¿s ability to provide power to the system controller throughout the available log file data or during testing of the returned products. The patient cable was replaced, and the repaired mobile power unit then passed a full functional checkout. The unit was returned to the customer site ready for use. The root cause of the damaged pin could not be conclusively determined through this analysis. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. The heartmate 3 patient handbook (section 3 ¿powering the system¿) describes how to securely connect the system controller to the mobile power unit, power module, and14v batteries. When connecting to any of these power sources, the user is instructed to ensure that the half circle of the controller's power cable is aligned with the half circle of the desired power source prior to pushing together the connection. The user is warned that joining together misaligned connectors may damage them. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect and low power hazard, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller. The user is instructed to inspect the power cable connector pins and mobile power unit patient cable connector pins at least monthly. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.